Manufacturer narrative:
Continuation of medical devices: product ID 4351-35, serial# (B)(4), implanted: (B)(6) 2018, product type lead. Product ID 4351-35, serial# (B)(4), implanted: (B)(6) 2018, product type lead. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer (con) via a manufacturer representative (rep) regarding a patient who was implanted with a neurostimulator. It was reported that the patient was experiencing shocking. The healthcare professional (hcp) initially tried lowering the voltage, but the issue was not resolved. The hcp performed an omental coverage of the leads on (B)(6) 2018, but the patient was still experiencing shocking. The rep was going to follow-up with the hcp on (B)(6) 2018. No further complications were reported or anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a healthcare professional (hcp) via a manufacturer representative. It was reported that the patient was still experiencing a shocking sensation from their device and it had not been resolved. They were not sure what the next step was going to be for the patient. No further complications were reported/anticipated.